Event description:
During a colonoscopy, the physician used a cook endoscopy disposable varices injector in an attempt to raise a polyp with saline injection. When needle extension was attempted, the needle penetrated the side of the outer catheter near the distal end instead of extending from the distal end of the outer catheter. However, the physician was able to complete the procedure without the needle injection. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report. The needle has penetrated the inner wall of the outer catheter, causing needle extension difficulties. A small damaged area in the outer catheter where the needle penetration occurred was detected through a visual examination. The damaged area is located near the black section of the outer catheter near the distal end. A discrepancy or anomaly specific to the product that could have caused this occurrence was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies related to this occurrence were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: needle penetration of the outer catheter can occur if needle extension is attempted with the catheter in a coiled or curved position. The instructions for use directs the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Add'l info indicated the endoscope may have been in a flexed or torqued position. Prior to distribution, all disposable varices injectors are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of report is rare. Customer quality assurance will continue to monitor for complaint trends.